Event description:
It was reported that the customer experienced keypad issues. The customer stated that, after entering her blood glucose into the insulin pump, the act button did not work, and that the insulin pump would freeze up. The customer said only the up and down arrow keys worked. The customer removed the battery, but the issue still persisted. The customer's blood glucose was 116 mg/dl. Troubleshooting was done. The customer stated there was no moisture exposure. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump was received with an unresponsive up arrow button due to corroded keypad traces. No scrolling number display anomaly was noted. No frozen screen during testing was noted either. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.